Event description:
The baxter 3 ml oral syringe fits into the luer lock port on the nexiva catheter system, though it connects it does not allow fluid administration. There is potential for harm as this does connect.